Event description:
Information was received that this smiths medfusion 3500 pump failed plunger testing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information received by smiths medical on 25-jul-2019 that there was "no patient incidents with this device".

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with damage to the top case, bottom case, and right plunger case. The device's history displayed that there was a check clutch error. The customer's stated problem of a plunger failure was verified during occlusion tests. The clutch halves were found to be no longer functional as a result of normal wear. The clutch halves were replaced, which cleared up the problem. The worm gear, motor mount, leadscrew and spring were replaced as a preventative measure. The battery was replaced, and the device was greased, calibrated and ran all functional tests which passed.